Event description:
It was reported that during a da vinci s surgical procedure, the customer experienced system error code #297 and the led on one of the system pt side manipulators (psm) became red or yellow. With the assistance of an isi technical support engineer (tse), the customer moved the psm behind the system column, however, the fault recurred and the psm and set-up joint both became unresponsive to movement and without lights illuminated. The site then attempted to power down the system and stow the affected psm to continue with the procedure with remaining psms. The system was homed with the affected psm disabled and the procedure continued. After continuing, the fault recurred. The site then powered down the system and restarted the system multiple times. The fault continued to occur during the system self testing. The site decided to covert to traditional open surgical techniques to finish.

Manufacturer narrative:
The investigation conducted by field service engineering (fse) confirmed that the site experienced system error code #297. While reviewing the system error logs, the fse also found that the system error code #23 had occurred. Engineering concluded that the system error codes experienced by the customer were associated with a configured embedded serializer setup joint (cfg, essj) and the psm. The embedded serializer for setup-joint is the printed circuit assembly (pca) inside a system arm that monitors the encoder for each of four joints and their associated backup potentiometers. The psm is an instrument arm located on the pt side cart, that provides the sterile interface for the endowrist instruments. The system was repaired by replacing the affected cfg, essj, and psm. The system alarm (system generated fault code) functioned as designed and there was no injury to the pt. System error code #23 indicates a communication failure in the low voltage differential signal chain. In the process of transitioning to a safe state due to this error, a sympathetic communication error (#297) between the pt side cart and the surgeon side cart was generated. The cfg, essj, and psm were returned to isi for failure analysis investigations, however, the fault experienced by the customer could not be duplicated. Based on the system error logs, the cfg, essj were scrapped. As of (B)(4) 2009, there have been no reported recurrences of the issue at this hospital.